Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Report - sensing, lifetime asystole episode counter reads 1276. The device was returned and analyzed. No anomalies were found.

Event description:
It was reported there was device undersensing. The device was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported there was device undersensing. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.